Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the pump was empty and the patient had it refilled on the date of this report at the healthcare provider¿s office. Further information was not provided. No further complications were reported/anticipated or expected.